Event description:
It has been reported to philips that, system was given error during start up. System was not in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was indicating error during start-up. Fse did a complete switch off in the m-cabinet to reset the gpdu as there was mpdu connection issue. Fse reset the mdu gpdu. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome.